Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had migrated and was pacing apically. The lv lead was explanted and replaced as the physician wanted the lv lead in a new location. No patient complications have been reported as a result of this event.